Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8637 lot# serial# unknown implanted: explanted: product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: b.3. Event date left blank as co event date/accepted date/publication date was provided in literature article. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "is it possible to monitor patient's with an intrathecal pump outside of an implant centre?" 2026. It was reported that there were 160+ patients with intractable cancer pain and an unknown intrathecal pump. There were 27 incidents, including pump reversals, 2 catheter obstructions and 2 cases where refilling was impossible. See attached literature article.